Manufacturer narrative:
On 8/19/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum formed on the catheter tip. The returned device was visually inspected, and was found in normal condition. No char or coagulum was observed. Per the reported event, the catheter was tested for electrical performance and stockert compatibility, and was found within specifications. A coolflow pump test was performed, and the catheter passed specifications. The catheter was irrigating correctly. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum formed on the catheter tip. During the procedure, the catheter was removed from the patient, and what was thought to be char was observed on the catheter tip. Additional clarification received indicates that the substance instead looked like coagulum. The physician stated that the buildup seemed to be excessive, but did not assess any additional risk to the patient as a result. Additionally, the physician did not express any concerns regarding the catheter. The procedure was completed without any patient consequence. There were no issues with catheter temperature or flow. The generator was being used in power control mode with default safety settings. Temperature values were in the 30 degree celsius range. Impedance values never exceeded 130 ohms, and the power ranged between 25 and 35 watts. Anticoagulants (heparin) were in use. There were no error messages on any biosense webster equipment during the case. Coagulum exhibits poor adherence to catheters, making it a potential source of embolism. As a result, this event is MDR reportable.